Event description:
The customer reported their sodium patient results were drifting lower on their dxc 600i clinical chemistry system. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer sent patient samples to a reference laboratory for comparison. The customer provided data for (3) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer, and identified the failure mode as multiple hardware. The fse found an air leak on the ratio pump and air bubbles on the ion selective electrode reference chamber. The fse replaced the ratio pump, sample probe, electrolyte injection cup and the quad ring to resolve the issue. The beckman coulter internal identifier is (B)(4).